Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type recharger : analysis of the desktop charger (serial # (B)(4) ) found that connector pin broken: all fdm and fdr codes apply to the desktop charger (serial # (B)(4)) fdc (B)(4) applies to pli desktop charger .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. When asked what circumstance that led to device not working and patient was unable to charge ins, patient stated it was over use, patient was taking in and out of unit, it was not good overtime. It was noted the replacement of the desktop charger resolved those issues above, it started working right away. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). (B)(4) apply to desktop charger (B)(4) apply to implantable neurostimulator (ins). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported the connector pin was loose and had now came out. Patient was desperate to get pain relief, she was in pain due to not being able to charge the ins. It was noted connector pin was loose on desktop charger. It was mentioned the cord use for charging was not working on (B)(6) 2017. Additional information from patient was received on june-21-2018 stated device was not working, had trouble with the piece that connect. Additional information was received from patient on jun-25-2018 stated that we sent the wrong part. Patient was not clear which end of the desktop charger plugged into the ins recharger, and which plugged into the a/c cord. Patient services (pss) reviewed and patient confirmed that she was mistaken, and patient experienced pain. No further complication and no symptoms were reported.